Event description:
Information was received indicating that a smiths medical pump was presenting with a "no disposable pump won't run" error. At the time that the pump was stopped due to this error, there was a residual volume of 87.2 ml when it was pumping at a rate of 2.0 ml/hr. 4.85 ml was given prior to the error. Patient not affected. There were no reported adverse events.